Event description:
Reporter alleged he attempted to test twice on the aviva system but only got error messages while feeling dizzy and staggering so that he could barely walk. Reporter stated that his wife had to treat him with juice. No other actions were reported taken or treatment received. Reporter stated that he was testing on strips stored outside of the vial which is not correct per labeling. A request was made for the return of the suspect device.